Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a dexcom g6 sensor and transmitter, and customer care assisted the user with syncing data, performing a factory reset, and completing device setup; blood glucose was 350 mg/dl at the start of the interaction and decreased to 305 mg/dl during the call with a steady trend, and later decreased to 190 mg/dl after continued monitoring and hydration. Symptoms included high blood glucose. Outcomes included no reported injury and no hospitalization. Investigation included technical troubleshooting and user education on monitoring and hydration. Investigation of this case revealed no device malfunction was identified, and the event was consistent with transient hyperglycemia of unclear cause during routine use of the system. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.